Manufacturer narrative:
The device subject of the reported event was not returned to steris for evaluation. Without the return of the device, the cause of the reported event cannot be determined. The defendo single use valve kit instructions for use states, "inspect packaging before use. Sterility is not guaranteed if package has been opened or damaged. Do not use if packaging or product is damaged or expired. Attach the single use air/water valve to the endoscope's air/water port. Push down, twisting slightly back and forth, until the valve engages. Prior to the procedure, depress single use air/water valve to prime air/water channel." The device history record for the subject lot was reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. A complaint review was conducted for this lot of products and confirmed this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The distributor reported that the button on the defendo single use valve kit is leaking during patient procedures. No report of injury or procedure delay.